Event description:
Customer reports that he obtained a result on his device of 385 mg/dl while the doctor's device read 85 mg/dl. The comparison was performed wihtin 1 minute. No treatment was received. No quality controls were used. Requested return of suspect device and replacement was sent.